Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The ac power cord was found to have a broken ground prong. This was due to physical damage to the ac power cord. (B) (4). (B) (4).

Event description:
The customer contact reported a broken ground prong. The device was returned to the biomedical engineering dept with an unsigned note that stated, "ground lug broken off cord." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.